Event description:
While the unit was in use on a pt, the display turned black and white with random vertical lines. The pt was switched to another unit and therapy was continuted. No pt injury was reported.